Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient¿s device is now out of pocket again and she is getting electric shock and severe pain. She states she has turn ins off but is still getting these symptoms. She reports her insurance terminates on (B)(6) and she doesn¿t know when she would be able to see the doctor. Patient services reviewed with patient to continue and work with their doctor regarding these symptom she is reporting since she states she is still having them even if ins is off. Patient disconnected the call, and patient services was unable to collect any further information. No further complications were reported or are anticipated.

Manufacturer narrative:
The event is malfunction rather than serious injury. If information is provided in the future, a supplemental report will be issued.